Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. Reason for return was undetermined. Conclusion: complaint not confirmed for the fusion oxygenator's high pressure, but confirmed for reduced gas transfer. Analysis of the returned device was unable to replicate the pressure excursion, but able to replicate the reduced gas transfer. Analysis of the returned product confirmed the presence of clotting in the fiber bundle, which may have affected the performance of the device. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a fusion oxygenator, the customer reported that flow down was requested to apply aortic cross clamp, and on resumption of full flow and during/after cardioplegia administration,¿the patient's arterial pressures dropped (map 30-43 mmhg) for an extremely prolonged period and was not responding to normal treatment with metaraminol. The customer also noticed the blood starting to look darker on the arterial side and as they looked at the blood gas monitor, they could see thearterial saturations were dropping.¿¿the physician then checked the gas line,¿upped the fio2 a little and took a blood gas sample. They came back to the pump and noticed that the¿flow had dropped down (and was still struggling with patients arterial pressures) they upped the¿pump flow and my pre-membrane pressures started alarming (>500mmhg). At this point, the¿pump flow was <(><<)>4 lpm at 3000rpm. The customer thought that the oxygenator was failing and¿added a further 10000iu heparin as a precaution given the additional¿required to reach 400plus for initiation. They increased the gas flow and upped the fio2 further. Over¿the next few minutes, the pre-membrane pressure continued to climb (>700 mmhg) as they¿continued to increase the rpm to try and achieve full flow and get the patients map up above the¿40s.¿the post-membrane pressure was dropping as pre-membrane was rising (from ~200¿mmhg to ~160 mmhg). The customer decided to change out the¿oxygenator at this point. The blood gas showed the patient p02 was 8.6kpa and s02 ~95%.¿this was at a gas flow of 4.6lpm and fi02 62%.¿the patient was warmed up to 36.5 and weaned from cpb safely. The oxygenator¿was changed out successfully with no¿complications. Cpb was recommenced and the patient instantly had great (normal) pre-membrane¿pressures (~300 mmhg) and good oxygenation. After the oxygenator was changed out, an abg¿whilst on the same gas flow and fio2 displayed a po2 of 22kpa and spo2 99%.¿the surgery was completed with no complications and the surgeon said there appears to be no¿adverse events to the patient. Additional information from the customer: the patient was a (B)(6) year old lady for CABG. She had an out of hospital cardiac arrest 3 weeks prior, and spent some time in the cath labs attempting revascularisation. No major comorbidities. The patient was an ongoing/previous alcoholic. Also worth noting she did have a very high platelet count the day before surgery (516). Platelet count had been even higher on the days around initial cardiac arrest (>700). Initially we struggled to get the act up before cpb commencement. Patient was approx. (B)(6) kg and the anaesthetist had given 20000iu heparin which only achieved an act of 301. I brought in a second act machine to rule out an issue with the actplus and used different batches of heparin. During the next 20 minutes the patient received a further 25000 iu of heparin and after multiple retests, we achieved an act of 444 and cpb was commenced as per protocol with our usual 5000iu heparin in the cpb circuit. Initially, venous blood appeared quite dark which prompted me to stand up and check the arterial line. This was bright red and the values on my monitoring suggested everything was fine (p02 >30kpa; sa02= 100%). There were no issues with pre/post pressures with a gradient of 100mmhg. (Pre-membrane ~300mmhg, post-membrane ~200mmhg). This continued over the next 4-5 minutes until the cross-clamp applied. Additional information from user report: the oxygenator of the cardiopulmonary bypass circuit began to malfunction approximately 4 minutes into its use on a patient during c abg procedure. This presented itself as a high pressure excursion across the membrane, alongside poor oxygenation. When it was safe to do so, the patient was weaned from cardiopulmonary bypass, and the oxygenator was changed out quickly and efficiently. The patient remained stable during the change-out. Cardiopulmonary bypass was recommenced and the operation was finished. The issue was completely resolved with the new oxygenator.